Event description:
The customer received a questionable thyrotropin (tsh) result on their elecsys 2010 rack analyzer. All testing was performed on the same analyzer. The patient's initial tsh result was 0.047 uiu/ml accompanied by a data flag. The initial result was not reported outside the laboratory. Because of previous issues with tsh on this analyzer, the customer routinely repeats low tsh results so the sample was immediately repeated twice. The first repeat result was 1.33 uiu/ml. The second repeat result was 1.34 uiu/ml. The customer considered the 1.33 uiu/ml result to be correct and it was reported outside the laboratory. There were no adverse events. The tsh reagent lot number was 16616702 and the expiration date was 10/31/2012. The field service representative found a faulty reagent mixing mechanism. He replaced the reagent mixing mechanism. He observed proper operation during initialization and performance testing.